Event description:
It was reported that the screw is defective. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The helix extended and retracted easily within specification. The helix was noted to be distorted/bent, and there was blood in/on the helix mechanism. The helix was damaged during implant.